Manufacturer narrative:
Perforation/tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use. As received, a complete lead was returned for evaluation in one piece. A tip stiffness test was performed and all results were within specifications. The reported event of no capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not reveal any anomalies with the exception of damages consistent with those occurring at the time of procedure.

Event description:
Following an implant procedure, it was noted that there was no capture on the right ventricular (rv) lead. Fluoroscopy was performed and a perforation was noted at the right ventricular apex. The rv lead was explanted and replaced to resolve the event. When the rv lead was explanted, it was noted that there was tissue in the helix of the lead. No further intervention was required and there were no alleged malfunctions against any abbott device. The patient was stable following the revision procedure.